Event description:
It was reported that during implant, unspecified parameters of the right ventricular lead repeatedly deteriorated. The lead was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of deteriorated lead parameters was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.